Event description:
On (B)(6) 2023, the patient received the following results within 15 minutes: 380 mg/dl, 188 mg/dl, and 156 mg/dl. On (B)(6) 2023, the patient received the following results within 15 minutes: "hi" mg/dl (greater than 600 mg/dl), 204 mg/dl, 215 mg/dl and 204 mg/dl.